Manufacturer narrative:
Diagnostic/functional testing could not be performed as the customer was provided a quote for service and has not responded to the quote. The quote has expired. The reported problem could not be confirmed. Philips is unable to confirm the final disposition of the device because the customer did not respond to the provided quote and the quote has expired. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A quote was provided to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1 reporting information: (B)(6).

Event description:
The customer reported that audio function has malfunctioned. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.